Event description:
The customer reported that she was in recovery rehabilitation for back surgery. She stated that the hospital's doctor had changed some settings on her insulin pump, and she experienced high blood glucose levels. The blood glucose reading was 438 mg/dl. The customer also complained of high blood glucose symptoms, including stomach sickness and excessive urination. She was treated with manual injection. The customer indicated that she tried to bolus and received a low reservoir alarm on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.